Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to fracture of the articular surface post.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No product was returned; visual and dimensional evaluations could not be performed. However, a photograph of the retrieved articular surface taken during the revision surgery clearly showed the post/spine had cleanly broken off. The device history records for the articular surface component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Per the articular surface component package insert, fracture/damage of the prosthetic knee components are know adverse effects of this procedure. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation and with the matching mating components as per the surgical technique. Patient factors that may affect the performance of the components such as activity level and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided.